Event description:
During a procedure a torflex transseptal guiding sheath was selected for use. It was reported that the sheath exhibited a valve leak. The leak was a slow drip of saline fluid, the flow rate at the time was 2 ml/min. The rf lead was in use when the leak occurred. The procedure was able to be completed with the faulty sheath. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block e3 occupation from other health care professional to physician. The torflex transseptal guiding sheath was received by boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, vhx testing, and leakage tests. The visual inspection revealed that the distal tip of both the sheath and dilator underwent possible manual reshaping. Inspection of the sheath valve under magnification revealed that the valve was damaged. The hemostasis valve air and liquid leakage tests were performed on the sheath, and no leakage was observed in either. Laboratory analysis confirmed the reported clinical observation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a torflex transseptal guiding sheath was selected for use. It was reported that the sheath exhibited a valve leak. The leak was a slow drip of saline fluid, the flow rate at the time was 2 ml/min. The rf lead was in use when the leak occurred. The procedure was able to be completed with the faulty sheath. No patient complications were reported. The device is expected to be returned for analysis.